Manufacturer narrative:
Philips received a complaint from the customer, reporting that the v60 ventilator was not secured to the universal stand. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not secured to the universal stand. It was reported that the thumbwheels were bent. The customer was provided with the part number for replacement thumbwheels. A follow up was performed with the customer, and it was reported that customer straightened out the bent thumbwheels to resolve the issue. The customer also reported that replacement screws were also purchased. The device was secured to the stand.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not secured to the universal stand. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not secured to the universal stand. It was reported that the thumbwheels were bent. The customer was provided with the part number for replacement thumbwheels. Investigation is ongoing.